Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch and pocket stimulation. After discovery, programming changes were made on the rv lead. The rv lead was later capped and replaced. The patient was stable throughout.